Event description:
Locking mechanism has slipped down, and was eroding though clavicle area.

Manufacturer narrative:
The complaint "locking mechanism has slipped down" was confirmed. The catheter anti-kink sleeve was observed, detached from the locking mechanism, and observe half-way down the catheter. The catheter anti-kink sleeve revealed memory where it had been attached to the locking mechanism. The titanium locking mechanism revealed clamp marks. The cause of this detachment of the catheter anti-kink sleeve could not be determined.